Event description:
It was reported that during a left colectomy procedure, the resident pulled the trigger to fire the device and nothing happened. The device was fired again and it cut but no staples deployed. Suture was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.